Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of his high blood glucose levels. The customer recently had a kidney transplant and is on steroids. His blood glucose level was 515 mg/dl at the time of hospitalization. He was wearing his insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).